Manufacturer narrative:
The reported complaint of eri alert recurring 2 months after the initial eri alert on 5/9 was confirmed. Based on the information provided, it was suspected that the eri diagnostics were cleared on 6/20, which means the eri alert would have been cleared. After the clearing, the battery was in relaxation mode, which prevented eri from being redetected prior to 7/3.

Event description:
It was reported that a patient presented with a diagnostics anomaly noted on the patient's implantable cardioverter defibrillator. No intervention or adverse effects were reported.